Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/14. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. Unexplained power on resets observed in the black box. Battery compartment is cracked from bumper pad to cover. A battery cap was able to fully attach to the pump and was used to complete 24hr duration testing; no power on resets duplicated with test battery cap. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during the investigation.